Event description:
A nurse reported that the IV pole is not responding during surgery. Surgery was completed with an alternate console after a 10 minute delay. No pt harm is reported.

Manufacturer narrative:
The customer called and cancelled svc, reporting their sys was now functioning. Additionally, while the company rep was onsite, he examined the sys was unable to replicate the customer reported sys message "IV pole not responding." The sys was then tested and met product spec. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause of the customer reported issue cannot be determined. (B)(4).